Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510k numbers - k011028 and k013227.

Event description:
It was reported that a patient experienced peri-implantitis at the implant site and the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (item # tsvb10) was received for investigation. Visual inspection of the returned product identified signs of wear from use in the form of biological residue coating of the implant's exterior, but no other signs of significant damage or deformation. The returned implant's dimensions were measured with and found to be within specifications of the product's engineering. Pictures or x-ray images of the implant site were not provided to evaluate the bone loss. A device history review was performed and no related nonconformances were noted. Complaint history review was performed for the reported lot number (lot # 1223469) for similar event and one other complaint was identified for an infection. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported patient develop peri-implantitis. The reported complaint of infection and bone loss could not be verified. A definitive root cause for this complaint could not be determined.